Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed air bubbles in the infusion set tubing. Customer changed the tubing to resolve the issue. Pump system check was performed with the customer; no pump issues were identified. Customer's blood glucose was elevated (no value provided).